Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) center reported alarm was not audible on pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. Nkts suggested the customer to check all the cables for loose connection and if the issue persisted then give a call back. Customer called to inform that the issue was resolved as one of the cables was pulled out of the unit. The root cause of the issue was user error as one cable was pulled off the unit. The issue was resolved. Investigation result: the root cause of the issue was user error as one cable was pulled off the unit. Review of device history found no similar issues related to recorder paper not printing. The warranty of the device is valid till (B)(6) 2020. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report:

Event description:
The customer reported that the central nurse's station (cns) alarm was not audible.

Manufacturer narrative:
The customer reported that the alarm on the central nurse's station (cns) was not audible, and that the volume control was unresponsive. Nihon kohden technical support asked the customer to check the cables and suggested replacing the alarm light. The customer stated that he did not have an extra alarm light, but that he would check the cables and call back. The customer called back to inform nihon kohden technical support that one of the wires was pulled out of the unit. The alarm functioned fine. This complaint is regarding the cns, which was reported to be not alarming. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) alarm was not audible.